Event description:
It was reported that the outer packaging of the bd¿ syringe was found damaged before use. The following information was provided by the initial reporter, translated from chinese to english: "when preparing to add drugs to the children, it was found that the outer package of disposable sterile syringes was damaged, and a new syringes was replaced in time, which did no harm to the children."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1811187 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. The packaging material is designed to resist normal conditions of transport and storage. Although an exact cause could not be determined for this reported incident, it is possible that this incident resulted from an abnormality during the transportation or storage process after production. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the outer packaging of the bd¿ syringe was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when preparing to add drugs to the children, it was found that the outer package of disposable sterile syringes was damaged, and a new syringes was replaced in time, which did no harm to the children".